Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The subject in a clinical trial developed elevated venous pressure and to rule out arteriovenous graft stenosis, undergone venogram which demonstrated elevated venous pressure with patent right arm hero graft. The patient was admitted for inpatient care with a swollen left arm and suspected stenosis or occlusion in the dialysis circuit. An angiography revealed an occlusion.